Event description:
It was reported that there was a revision for leg length issues - it was too long. They revised stem and head.

Manufacturer narrative:
It was noted that the device is not available because the patient kept it. Additional information has been requested and if received, will be provided in the supplemental report. Patient kept.

Manufacturer narrative:
An event regarding leg length involving an exeter device was reported. The event was not confirmed. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. The exact cause of the event could not be determined as there was insufficient information available. There were no surgical reports, follow up information, x-rays or product for this surgery available to complete the investigation for establishing root cause

Event description:
It was reported that there was a revision for leg length issues - it was too long. They revised stem and head.